Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #869c37. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the cdh29p device arrived with no apparent damage with the anvil missing. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. However, when the test battery was installed, the green checkmark illuminated indicating that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the cam was rotated so that it was touching the stop switch actuator this defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 869c37, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 11/19/2024. D4 batch # unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a stapler wouldn¿t fire. The staff stated that then surgeon went to fire the stapler and nothing happened. They opened another like device since the surgeon was already low with the stapler connected to the anvil and they replaced the battery with the new one. The staff stated that even with the new battery the stapler still wouldn¿t fire. They staff used the new stapler and was able to fire with no issues. This is all that was reported to me. No patient consequence was reported.